Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for damaged product with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of damaged product was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with bd vacutainer® k3e 3.6mg plus blood collection tubes there was a molding issue with cap. The following information was provided by the initial reporter, translated from japanese to english: the shield was found to be damaged before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® k3e 3.6mg plus blood collection tubes there was a molding issue with cap. The following information was provided by the initial reporter, translated from (B)(6) to english: the shield was found to be damaged before use.